Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient system was auto reducing, upon further investigation system diagnostics recorded high impedances on one lead and the other lead was only providing rib stimulation, therefore the patient was experiencing ineffective stimulation. Additional information was received stating the patient was also experiencing periodic shocking at ipg site. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.